Manufacturer narrative:
The reagent lot number is 85530901 with an expiration date of 30-jun-2026. The field service engineer found that the clean cell bottle was incorrectly placed in the pre clean 1 position. The fse replaced the pinch valves, and placed the correct pre clean bottle and performed multiple reagent primes. No further abnormalities were detected during the subsequent instrument check. Test runs were performed, confirming the proper functioning of the device. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc ii assay results for several patient samples tested on a cobas e 801 analytical unit. The following results were provided as an example for one patient sample: the initial result was 0.00480 coi (reactive). The repeat results were 0.00507 coi (reactive) and 0.00469 coi (reactive). It was reported that samples were repeated on another module, and negative results were obtained. No actual results were provided.